Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump delivered his bolus for the blood glucose level of 317 mg/dl but there wasn't a no delivery alarm. Customer's blood glucose was 506 mg/dl last night. Customer stated that he took the battery out and it now gives a weak signal. Customer stated that the he changed the battery only a week ago. Customer still received the no delivery alarm after he rewound the pump and primed the tubing. Customer's current blood glucose is 222 mg/dl. Customer stated that his blood glucose was at 414 mg/dl at 1 am. Customer delivered a manual injection of 20 units of insulin. Customer has a back-up plan of syringes and insulin. Customer stated that he just went to his endocrinologist 2 weeks ago and they made adjustments. Customer was advised to do a complete infusion set change. Customer will be sent tubing clamps and was advised to call back to perform the high pressure test.